Event description:
Baxter reports that a spike of a transfer set had broken. The date of how long that the set was in use in unknown. There is no patient injury or medical intervention associated with this incident.